Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer's personal profile settings were deleted/missing from the pump. Customer declined further questioning/troubleshooting with tandem technical support to determine the cause. Customer's blood glucose was 292 mg/dl. Tandem technical support assisted the customer with reprogramming personal profile settings.